Manufacturer narrative:
The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical complaint data from complaints where evaluations could be performed, the issue may be related to the improper opening of the polyfoil pouch or mishandling of the device. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the first device used on the patient; see MDR no. 3013394970-2018-00582 for the second device and MDR no. 3013394970-2018-00581 for the third device reported that was used on the same patient.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip when the angio-seal device poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to continue the procedure. The fourth device successfully achieved hemostasis. The procedure before deploying the device was pci (percutaneous coronary intervention). The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.